Event description:
A talent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the aortic neck has disease progression with aortic neck dilatation. The patient presented emergently. A recent CT revealed that the talent stent graft has migrated with a proximal type I endoleak and a possible contained ruptured aneurysm. The physician implanted two endurant aortic cuffs, 36x36x49, and the migration and proximal type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).